Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. After loading the 3.0x12 mm nc trek balloon catheter onto the guide wire, outside the patient, a bump/kink was observed in the mid shaft of the balloon catheter, and during the attempt to straighten the shaft, the shaft separated. A new balloon catheter was used without issue for the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported kink/separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.